Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to unable to sleep.there was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical. Ventilator devices. The manufacturer received information alleging an issue related to a CPAP. Device's sound abatement foam. The patient has alleged to unable to sleep. There was no report of serious or permanent patient harm or injury. The manufacturer received additional information that there was no report of patient harm or injury and despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In this report, section "date received by mfg' and section "evaluation method code grid", section "evaluation results code grid" and section "conclusion code grid" have been updated/corrected.